Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with broken top case, cracked right plunger and had fluid all over the bottom case. Event log history was performed and showed that there was "super cap post alarm" in history. During analysis, the battery was charged for three minutes and the problem was duplicated. The cause of the reported problem was the main pcb board having a black panasonic super cap present. Subsequently, the main pcb board was replaced to correct the reported problem. Power up process was performed, and all functional tests passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is design.

Event description:
Information was received indicating that a smiths medfusion® 4000 syringe pump was malfunctioned and was not infusing. It was also reported that the pump displayed a capacitor error and has a cracked case. There was no reported injury to the patient.